Manufacturer narrative:
H4: the lot was manufactured between october 29, 2022 - october 31, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside the device's bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The delivery of chemotherapy was slower resulting in patient only receiving 2/3 of the intended dose. The peripherally inserted central catheter (PICC) line had no kinks identified and was flushing well with no patency concerns or resistance. The device contained 9250mg fluorouracil in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.